Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service cs064 alarm during prime which was not resolved by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed that cs 064 alarms had occurred. The pump performed the rewind, load, and prime and exercised without alarms being duplicated. The pump was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.